Manufacturer narrative:
The user reported that the incision from the insertion had not healed properly. The user reported that he had squeezed the sensor out of his body and afterwards the site had healed. The user was advised to consult an hcp for medical guidance. Prolonged wound healing is a known and anticipated potential adverse effect which does not require further investigation.

Event description:
On july 24, 2024, senseonics was made aware of an incident where the user reported that the hcp performed the removal procedure of the sensor (B)(6) and used the same incision to insert the new sensor (B)(6) causing it not to heal properly.